Event description:
A customer reported an issue with the pump's touchscreen, which was unresponsive and not cracked or shattered. There was no adverse impact to the customer's blood glucose level. The customer attempted a pump reset following instructions from technical support, but the screen remained unresponsive. The pump was under warranty, and the customer planned to use multiple daily injections as backup therapy. Technical support confirmed the shipping address and instructed the customer on how to put the pump into storage mode and return it using a pre-paid label within 10 days, which the customer acknowledged.